Event description:
It was reported that the right ventricular lead model 4074 was capped as it was "unusable." It was replaced, and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.